Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding two pts that were sent to the cath lab based on an I-stat troponin result. Pt a I-stat ctni: 2.43 = positive, I-stat ctni: (cut off) 0.00 - 0.08 ng/ml. Shea lab (post catheterization) abbott architect ctni= 3.36. Abbott architect ctni= 2.70. Beckman dxi ck-mb= 10.20. Abbott architect ctni= 1.43. Beckman dxi ckmb (cut offs): 0.0 - 6.3 ng/dl. Abbott architect ctni (cut offs): 0.01 - 0.04 = negative, 0.05 - 0.49 = indeterminate, 0.50 and > = positive. Based on the info available abbott point of care has determined that there is no evidence of a product deficiency. I-stat and lab results appear to be consistently high for both pre and post catheterization. Pt's existing condition is unk.